Manufacturer narrative:
Device evaluation: a mp1000 china product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample was from lot 24015042. The feedback provided by the customer states that, "during the use of this product, the piston joint failed to rebound." Further information from the customer has stated that the event was observed during the intravenous infusion of antibiotics and no other visible damages were observed with the device. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24015042 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000 china in the past 12 months.

Event description:
It was reported that the bd maxplus positive pressure connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: during the use of this product, the piston joint failed to rebound. Additional information received by the customer: 1. If it is not possible to return the affected product, please provide detailed photographs/videos of the product and damaged area. = no photo available. 2. Please confirm when was the issue identified? During priming or infusion? = during intravenous infusion. 3. Please confirm what medication was being administered during the event? = antibiotics. 4. Please confirm the make and model of the connecting products? = unable to confirm. 5. If possible, please send the connecting product/s to assist our investigation? = unable to provide. 6. Please confirm if there are any visible defects / damages to the device? = none. 7. Please confirm whether any leakage was observed. = unable to provide. 8. Please confirm the lot numbers of affected products. = unable to confirm. 9. Please confirm whether a recessed piston was observed. = none. 10. Whether there is any patient impact? = none.